Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Review of episodes indicated non- sustained right ventricular oversensing and the patient was feeling tired during the episodes. Upon interrogation, inadequate capture, decrease in sensitivity and noise was noted on the right ventricular lead. Lead noise was unable to be reproduced with isometrics or deep breathing and a lead malfunction was suspected. The patient presented for lead revision with no signs of distress. Low pacing impedance was noted on the right ventricular lead. High capture threshold and decrease in sensitivity were still noted. Fluoroscopy was performed and there were no visible signs of externalized conductors. The right ventricular lead was capped and replaced on (B)(6) 2019 without any complications. The patient was stable post procedure and was discharged.